Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of vancomycin that was intended to infuse over 2 hours, 100ml at 50ml/h, was found empty 20 minutes after it was started. The reporter indicated that the primary bag did not appear overly full after the event, the clamps were open, the secondary bag had been hung higher than the primary and there were no leaks detected. The primary infusion rate was 75ml/h. The patient was not harmed.

Manufacturer narrative:
The customer¿s report that a secondary infusion of vancomycin that was intended to infuse over 2 hours was found empty 20 minutes after it was started was not confirmed. Visual inspection of model 2123-0007 observed a kink in the tubing approximately .250¿ below the drip chamber. The secondary set identified in the complaint was not returned for investigation. Functional testing was performed; no flow or leaking issues were observed. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
Additional information received from the customer.